Manufacturer narrative:
Testing of actual/suspected device ((B)(4)): a getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit and was able to reproduce the reported issue. The fse determined that the console was not fully inserted into the hospital cart causing the batteries to not charge. To fix the issue, the fse inserted the console back into the cardiosave hospital cart. The fse reviewed with the staff on proper installation of the console to hospital cart. Additionally, the fse replaced and a worn cable tie for the display coiled cable then, and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the end user observed the cardiosave intra aortic balloon pump (iabp) unit failing to charge while plugged in. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Event description:
It was reported during a routine check performed by customer that they observed the cardiosave intra-aortic balloon pump (iabp) unit failing to charge while plugged in. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, e1(site country), g3, g6, h2, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11. Corrected fields: d5.